Manufacturer narrative:
Corneal lesion. Lot number of solution used by patient is unknown. It is unknown if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident/ adverse event is unknown. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. Root cause has not been established. All pertinent information that is available has been submitted. Should additional information become available, that changes the facts or conclusion, a supplemental report will be submitted.

Event description:
Our office in (B)(6) received a report from a wholesale distributor that their customer experienced ocular pain and redness in both eyes after she applied lenses treated with partially-neutralized consept 1-step disinfecting solution. The patient reported that the neutralizing tablet adhered to the lid, so the tablet could not dissolve completely; but she did not notice prior to applying her lenses. The patient visited a hospital, and was diagnosed as having corneal lesions on both eyes. Follow-up with the patient three days later indicated that her eyes were still red but her eye pain was decreasing. When questioned she stated she used consept 1-step as indicated. The patient would not provide additional information regarding her address, product information, and her treatment. See MDR#2020664-2012-00002 for a report of consept 1- step neutralizing tablets.